Manufacturer narrative:
The device is available for evaluation, however it has not yet been received.

Event description:
The event occurred at 1845 and involved a plum 360 infusion pump. During rounds in ICU the supervisor stated one of the devices was infusing norepinephrine. The device was alarming and had a message that stated ¿turn pump off and turn on¿. The nurse did troubleshoot by confirming the device was plugged in and charging, there was no occlusion however the pump was alarming. The patient was actively dying/dnr, and did expire, therefore no medical intervention was required. The device is a brand new pump that they just started using at the facility. There was patient involvement however no delay in therapy or harm.

Manufacturer narrative:
No device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. The 12-month service history was reviewed, and no similar events were reported in the past. Event logs were provided and analyzed. It was evaluated that the pump under-delivered during the final titration by 20% which is outside the designed delivery accuracy tolerance (of +/- 5%). The pump correctly detected this delivery inaccuracy and stopped the infusion raising the e451 alarm to indicate the delivery rate mismatch. Power cycling the pump allows the mechanism to realign itself for accurate delivery. Following the power cycle, there was no report nor indication in the available logs of the alarm recurring. The customer¿s report is confirmed except for their apparent belief that no alarm conditions were present. As noted, the e451 represented a valid alarm for detected delivery inaccuracy and the pump took the correct action to address and resolve the underlying cause. As long as the alarm does not recur, the device is suitable for continued use. In conclusion, it can be concluded from the event log analysis that there was no pump defect / malfunction that played a role in the adverse event. The pump correctly detected a delivery inaccuracy and stopped the infusion, raising the e451 alarm to indicate the delivery rate mismatch. Power cycling the pump allows the mechanism to realign itself for accurate delivery. Following the power cycle, there was no report nor indication in the available logs of the alarm recurring.